Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display as a result of corroded battery tube and battery cap contact. Further testing was not performed due to the blank display.

Event description:
The customer reported that the insulin pump turned off the power. Troubleshooting was performed. The customer changed the battery and the device remained with no power. No further info was provided.